Event description:
After the physician placed the neuron delivery catheter 053 into the patient he attempted to attach a rhv to the connector and noticed a "snap" sound. When he looked at the connector it had separated from the catheter at the junction of the anti-kink sleeve and catheter. The catheter was removed without incident and replaced with another neuron. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Device discarded by hospital.